Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the bipolar yaw pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of broken - distal instrument grip cables, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing. A review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of the instrument won¿t properly close. A review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of the instrument won¿t properly close.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: "yes. (B)(4) is maryland ,470172-17 k102306290254"

Manufacturer narrative:
Correction: primary product batch/lot number under section d was updated to k10241128 0361.

Event description:
Refer to h11 for follow-up information.